Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Frame, frame/weld broken. Seat, seat frame broken. Seat, ripped/torn. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The consumer stated that seat frame is broke at the weld where the back canes come into the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated that seat frame is broken at the weld where the back canes come into the chair.